Manufacturer narrative:
The complaint sample was not returned for evaluation as it was disposed of at the user facility. The device history record review confirms that this device met all material, assembly and performance specifications. It is not possible to definitively determine what caused the deflation difficulties reported. Therefore, a root cause of undeterminable has been assigned to this event.

Event description:
It was reported that during an esophageal dilation procedure, the cre balloon did not fully deflate. Near the end of the procedure the cre balloon did not fully deflate. The syringe was removed from the cre balloon catheter and the scope and balloon catheter were removed as a unit. The procedure was completed with this device. There were no patient complications and the patient was reported to be "fine".